Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with pain in their penis. Signs of infection, including a swollen scrotum with purulent discharge, were present. Surgery was performed, during which urethral erosion was confirmed. The entire device was removed to allow the patient to heal. The type of infection was not determined. The patient was treated with antibiotics. No additional patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital with pain in the penis due to infection signs as he had the scrotum swollen and with pus. A surgery was performed, during which, urethral erosion was confirmed. The entire device was removed, for the patient to heal. The type of infection was not determined. The patient was treated with antibiotics. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.